Event description:
It was reported that a patient presented to clinic for routine generator change. Device interrogation revealed oversensing noise resulting in pacing inhibition and decrease in pacing impedance on the atrial lead. It was also noted that the atrial lead insulation was damaged. On (B)(6) 2023, the physician elected to explant and replace the atrial lead. The patient condition was stable.